Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 95% stenosed lesion was located in a calcified and extremely tortuous mid right coronary artery (rca). A taxus express2 stent was implanted in the mid rca and then the physician attempted to implant the taxus express2 2.5x12mm drug eluting stent in the distal portion of the mid rca. The tip of the catheter was caught on the previously deployed stent and the stent delivery system was unable to cross. St segment elevations were noted and the physician stopped the procedure. The device was removed from the pt and it was noted that the stent was no longer on the marker. It had moved on the balloon. No patient complications occurred. Pt status is satisfactory.